Event description:
It was reported that to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, they were able to get into the ducts properly when they were passing the sphincterotome down the scope. After the sphincterotomy was done, as they were trying to remove the sphincterotome from the scope, the cut wire on the sphincterotome broke in half but was still connected to the tip of the tome. Reportedly, it did not detach inside of the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was damaged, the distal pierced hole (extrusion) was found torn, which displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. The cutting wire was not broken but the distal tip of the catheter was observed split. It was found during the investigation of the returned device that the wire anchor was dislodged. According to the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. These types of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. Therefore, a conclusion code of design inadequate for purpose was assigned to the complaint, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported that to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, they were able to get into the ducts properly when they were passing the sphincterotome down the scope. After the sphincterotomy was done, as they were trying to remove the sphincterotome from the scope, the cut wire on the sphincterotome broke in half but was still connected to the tip of the tome. Reportedly, it did not detach inside of the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.